Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not power on when the lid is being opened. The root cause of the reported issue was isolated to the reed switch. The customer was provided with a replacement device. The device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device would not detect the lid being opened and would not power on. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.